Event description:
Customer reported level 1 qc for ctni (troponin I) had been low out of limits since their initial calibration of this reagent lot in february 2003. Results for other levels of qc remained within limits. They attempted to recalibrate in february 2003, but level 1 qc continued low out of limits following that recalibration. Investigation indicated that the customer had failed to react to the out of limit qc resulting in falsely depressed valves for patients being reported. No adverse inicdents were reported.